Event description:
A customer reported an alarm issue with the adc device. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. The customer felt hot, cold, headache, and lost consciousness, but was able to self-treat with glucose. No third-party intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. The customer felt hot, cold, headache, and lost consciousness, but was able to self-treat with glucose. No third-party intervention was reported. There was no report of death or permanent impairment associated with this event.